Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/78: [missing records: records for ¿hernia repair¿ were not provided.] ??/??/84: [missing records: records for ¿recurred hernia, repaired¿ was not provided.] ??/??/??: [missing records: records for ¿incisional hernia repair times 4¿ were not provided.] Records prior to 11/16/01 were not provided. (B)(6) 2001: (B)(6). [Signature illegible]. History and physical. Incisional hernia, 6 prior incisional hernia repairs. Has incisional mass. Exam: abdomen palpable masses in abdominal midline, tender on palpation. Impression: recurrent incarcerated incisional hernia. Plan: repair with mesh. (B)(6) 2001: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Procedure: repair of recurrent incarcerated incisional hernia with mesh. Surgeon: (B)(6). Assistant: (B)(6). IV fluid replacement: 2000 cc crystalloid. Estimated blood loss: 100 cc. Drains: two jackson-pratts, one on either side of the midline. Complications: none. Class: this is a class 1 case. Brief history: ¿the patient is a 35-year-old gentleman who was seen for evaluation of a mass in the area of his previous incarcerated hernia. Patient has had six prior hernia repairs performed, including one with the placement of mesh. On examination the patient had an obvious incarcerated repair present. The risks and benefits of repair of this hernia were explained to the patient in detail, and his questions were answered. He asked to proceed with surgery. Description of procedure: the patient was taken to the operating room where general endotracheal anesthesia was administered after the administration of 1 g of ancef intravenously. The abdomen was scrubbed with betadine scrub, painted with betadine paint, and draped in the usual manner for surgery. Patient had multiple incisions present. An incision was made transversely using a previous incision, which was excised. Using careful dissection, the hernia sac was identified. This was dissected down to the abdominal wall. The hernia sac was then opened, and using digital examination from the inside, several additional defects in the fascia were identified. Ultimately all of the defects were identified and joined into one large defect. Dissection was taken on top of the patient¿s fascia, such that the fascia was uncovered to the xiphoid and along each costal margin superiorly. It was taken laterally over to the oblique muscles, as well as inferiorly close to the pubic tubercle. With the abdominal cavity open, two circumferential horizontal mattress sutures of 2-0 ethibond were placed under direct vision. These were held in place with clamps. The external circumferential loop was placed close to the outside margin of the dissection. The inner loop was placed circumferentially around the hernia defect. After these had been placed, a piece of combi-mesh, which was mesh with a gore-tex interior and synthetic exterior, was fashioned. This was approximately 11 x 14 inches in diameter. This was placed on the outside surface of the fascia. The horizontal mattress sutures were passed through it. The lateral sutures were placed over half of their circumference. These were then tied. The inner layer of sutures were then placed. The inner layer was then completed, and finally the opposite outer layer. This resulted in a nicely flattened piece of mesh, with minimal tension on the defect itself. The cavity was copiously irrigated with normal saline solution. All of the internal sutures were placed under direct vision. Two jackson-pratt drains were placed laterally on either side. The deep tissues were closed using a running 3-0 vicryl suture. The skin was approximated using a running 3-0 vicryl subdermal suture. Final skin closure was accomplished using a running 3-0 vicryl intracuticular suture. Skin-prep and steri-strips were placed over top of the wound for bandage. The drains were sutured in place using 3-0 monofilament ties. Also 4 x 4¿s were placed around the drain exit sites, as well over the closure. The patient was awakened from his general anesthesia, extubated, transferred to the stretcher, and taken to the recovery room appearing to have tolerated the procedure well. All sponge, needle, and instrument counts were said by nursing staff to be correct.¿ (B)(6) 2001: (B)(6). Implant record. Mesh, dual plus 26 cm. 1dlmcp08. Wgor. 04490255. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/04490255) was implanted during the procedure. (B)(6) 2001: (B)(6). Implant sticker. Bard® composix tm mesh. (B)(6) 2001: (B)(6). Dmb. Pathology. Operation performed: incisional hernia, repair with mesh. Specimen: incarcerated hernia. Gross: received in formalin labeled ¿incarcerated hernia¿ are five portions of adipose tissue between 3.5 and 10 cm. In greatest dimension. Some fragments are hemorrhagic consistent with incarceration. Cut section shows no additional remarkable features. Micro exam/final diagnosis: soft tissue, site unspecified: fibrous soft tissue with foreign-body giant cell reaction. No evidence of neoplasm. (B)(6) 2001: (B)(6). Discharge summary. Principal diagnosis: recurrent incarcerated incision hernia. Procedure: repair of recurrent incarcerated incision hernia with mesh. Activity: resume light activity, increase as tolerated. Diet: resume light diet, increase as tolerated. Follow up two days. Hospital course: evaluation of incisional hernia. Admitted same day, underwent procedure. Postop, significant abdominal pain. Postop day #2, was moving easily, able to ambulate with oral medications. Tolerating full liquid diet. Because of amount of drainage, drains left in, will be discharged on keflex. Follow up two days. (B)(6) 2001: (B)(6). Nurse notes. Status post hernia repair, vomiting since last night, back pain. Gastrointestinal: diarrhea, abdomen soft, slightly tender all quadrants, nausea, vomiting, normoactive bowel sounds. (B)(6) 2001: (B)(6). [Signature illegible]. Progress notes [hand written]. Status post [illegible] incisional hernia [illegible] surgery (B)(6) 2001. Presents with [illegible] abdominal pain, diarrhea, vomiting and [illegible] finish for 5-6 days then diarrhea. White blood cell 14,000 with left shift. Significant dilation small bowel loops with air fluid levels [illegible]. Admit for observation. IV hydrate, IV antibiotics. [Illegible]. (B)(6) 2001: (B)(6). Radiology ¿ abdomen flat and erect. History: abdominal pain. Findings: gas seen throughout large and small bowel. Disproportionately dilated loops of proximal small bowel. Air fluid levels seen on upright view. No intraabdominal free fluid or free intraabdominal air. No soft tissue mass. Impression: ileus versus enteritis. No free intraabdominal air. (B)(6) 2001: (B)(6). Radiology ¿ abdomen supine and erect. Indication: abdominal pain, distension, status post hernia repair. Findings: gas seen in loops of small, large bowel. Several small bowel loops are fairly prominent in left upper abdomen. Distal small bowel and colon normal. No free air. Impression: postoperative ileus versus partial small bowel obstruction. Continued follow-up advised. (B)(6) 2001: (B)(6). [Signature illegible]. Progress notes [hand written]. Good spirits, diarrhea decreased, abdomen soft, positive bowel sounds, positive bowel movement, wound clear, no evidence of mesh infection. Discharge home, liquid diet. (B)(6) 2001: (B)(6). Discharge summary. Principal diagnoses: severe gastroenteritis, status post extensive recurrent incisional hernia repair. Note: began having significant abdominal pain with nausea, vomiting, diarrhea. Patient status post four-hour repair recurrent incisional hernia, repaired on six prior occasions. Large piece of mesh used to perform repair. Piece of combimesh used which means a piece of gore-tex mesh was facing the abdominal cavity. Postoperatively did fairly well until had acute onset of nausea, vomiting, diarrhea. This improved then recurred. On admission to emergency room, evidence of significant dilatation of small and large bowel. White count was 14,000. White count decreased overnight to 11,000. Continued to pass gas. Tolerating liquids. Most likely diagnosis significant gastroenteritis; a partial small bowel obstruction cannot be ruled out. Should symptoms get worse, contact me promptly. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Procedure: repair of recurrent incarcerated incisional hernia. Surgeon: (B)(6). Anesthesia: general endotracheal. Intravenous fluids: 2500 ml crystalloid. Estimated blood loss: 50 ml. Urine output: 200 ml. Complications: none. Class: this is a class I case. Operating time: 5 hours and 15 minutes. Brief history: ¿the patient is a 40-year-old gentleman who was seen in the office for evaluation of a mass mainly on the left side of his abdominal cavity. He has previously undergone 6 incisional hernia repairs, the most recent one being performed by the undersigned in 2001. At that time a large sheet of marlex mesh was placed on top of the rectus muscles with ethibond sutures being placed through and through the abdominal wall. He has recently noted what is most likely a defect lateral to the mesh repair. The risks and benefits of laparoscopic repair versus a combination of open and laparoscopic repair were explained to the patient in detail. Specifically discussed was the difficulty in laparoscopic dissection in the area of a hernia sac and the possibility of either a small or large bowel enterotomy which may be identified at the time of surgery or in the postoperative period. All of his questions were answered, and he asked to proceed as outlined above. He understands that no guarantee can be made that there will not be another recurrence of his hernia. Description of procedure: the patient was taken to the operating room where pneumatic compression stockings were applied. Then 1 g of ancef was given intravenously. General endotracheal anesthesia was administered. A foley catheter was placed in the usual manner. His abdomen was scrubbed with betadine scrub, painted with betadine paint, and draped in the usual manner for surgery. A small incision was made in the subxiphoid position, and using direct dissection the peritoneal cavity was entered. Pursestring sutures were placed around this, and a hasson trocar was placed into the abdominal cavity, and pneumoperitoneum was established in the usual manner. The 5-mm, 30-degree scope was placed into the abdomen. The abdominal cavity was able to be visualized. At that point it was determined that a lysis of adhesions could be undertaken. Two 5-mm trocars were placed laterally on the left side of the abdominal wall. Two other trocars were placed in the right lateral abdominal wall. Under direct vision and using sharp dissection, a significant amount of adhesions of small bowel to the neck of the hernia were taken down. This lysis of adhesions lasted approximately 3 hours. Once all these adhesions had been taken down, the largest piece of bard dual mesh was chosen. This measured 24 x 36 cm. The long axis and short axis were marked on both sides of the mesh, and the mesh was rolled tightly. The hasson trocar was removed, and the mesh was placed into the abdominal cavity. The hasson trocar was then replaced, and pneumoperitoneum was reestablished. The mesh was unrolled, and the correct orientation was confirmed. The long axis was placed in the midline, and using the protack it was tacked to the anterior abdominal wall. Using trocars from the patient¿s left; the right side of the mesh was tacked up. Using trocars from the right side of the abdominal cavity, the left side was tacked up. Ultimately, the area of the left lateral defect was the area where there were multiple tacks placed to anchor this to the neck of the hernia. Ultimately, the mesh was extended over the site of the subxiphoid port. The mesh extended up under the ribs on both sides. After all of the tacking had been concluded, the mesh appeared to be appropriately set into the abdomen. All of the trocars were removed under direct vision after attempting to aspirate as mush [sic] of the carbon dioxide out as possible. The fascial incision was closed using interrupted 0 vicryl sutures. The skin incisions were closed using running 4-0 vicryl intradermal sutures. Skin prep and steri-strips were placed over top of the wounds for bandage. The patient was awakened from his general anesthesia. The endotracheal tube was removed. He was transferred to the stretcher and taken to recovery room appearing to have tolerated the procedure without incident. All sponge, needle, and instrument counts were said by the nursing staff to be correct.¿ (B)(6) 2006: (B)(6). Discharge summary. Principal diagnosis: recurrent incarcerated incisional hernia. Procedure: laparoscopic repair of recurrent incarcerated incisional hernia. May resume usual activity. Resume usual diet. Follow up 7-10 days. Hospital course: previously had six incisional hernia repairs, most recently 2001. Seen for evaluation of seventh repair. Same-day surgery, taken to operating room, laparoscopic repair undertaken. Repair uneventful. Postop day #1, in good spirits, incisions healing nicely. Abdominal pain tolerable using oral medications. Tolerating full liquid diet. (B)(6) 2007: (B)(6). Office notes. Follow-up. Evaluation of multiply recurrent incisional hernias. Undergone multiple prior operations. Hernia repair at age 12. (B)(6) 2006, underwent laparoscopic hernia repair using bard composix mesh. At the time of operation, a 24 x 36 cm prosthetic was utilized. Was told by operating surgeon, concerned about left upper quadrant. Patient reports beginning weight-training several weeks ago noted bulge in left upper quadrant, reducible. Reports asymptomatic and painless. It is enlarging somewhat. No other bulges. Exam: abdomen demonstrates multiple incisions. Has laparoscopic incisions as well as vertical incisions. Protuberance left upper quadrant. Defect is 4 cm in diameter, with standing, there is a mushroom effect, and defect is 10 cm in dimension. Plan: concerned it has recurred following composix repair. May have significant adhesions. My inclination is the composix likely contracted resulting in recurrence, although surgeon was concerned about left upper quadrant, may not have been adequate overlap or fixation in this area. Lengthy discussion with patient regarding options. Due to significant amount of time required to perform adhesiolysis at last operation, favor an open approach. Likely involve removal of composix prosthetic and separation of components with implantation of either a new prosthetic mesh or alloderm depending on need for bowel resection and ability to close hernia defect primarily after performing a separation of components. He understands this is a major operation with significant risks. Would require a postoperative drain, left in place for several weeks or longer, hospital stay a week, recovery of 4 to 6 weeks. He wishes to think about whether he wants to proceed as well as timing to proceed, will contact office when ready. (B)(6) 2007: (B)(6). Operative report. First assistant: (B)(6). Preoperative diagnosis: recurrent incisional hernia with previous mesh repair. Postoperative diagnosis: recurrent incisional hernia with previous mesh repair. Operative procedure: repair of recurrent incisional hernia. Removal of abdominal mesh. Left rectus advancement flap. Repair of small bowel serosal defect. Implantation of alloderm, 320 square centimeters. Implantation of ultra pro mesh. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Indications: ¿the patient presents for a multiple recurrent incisional hernia. He has undergone previous repair, most recently with composix mesh. The recurrence has recurred in the left upper quadrant lateral to the prosthetic. He presents now for elective hernia repair with removal of the previous prosthetic with implantation of an acellular dermis and/ or prosthetic. Operative findings: a large sheet of composix mesh was encountered. The mesh was eccentrically placed. More of the mesh was on the right side of the abdomen than on the left. There was a clear hernia recurrence lateral to the prosthetic on the left side of the abdomen. There were a few adhesions between the hernia sac and the bowel. These were lysed. A single small bowel serosal defect was encountered which was repaired primarily using 3-0 silk lembert sutures. Of note, this was not full thickness. The previous mesh was excised. I repaired the hernia with an underlay of alloderm. I released the skin and subcutaneous tissues on each side to the level of the anterior axillary line to facilitate closure. On the left side, the external oblique was incised to advance the rectus muscle. On the right side, due to significant scarring from the previous polypropylene mesh, I elected not to perform a separation of components. On the right side, the polypropylene mesh was left adherent to the anterior fascia. On the left side, there was a full-thickness ptfe and polypropylene was removed. All polytetrafluorethylene was removed. Once the defects were cleared, I then repaired the hernia using an underlay of alloderm, 320 square centimeters was utilized. It was sutured circumferentially using interrupted horizontal mattress and #2 nylon sutures. I then elected to place an onlay of ultra pro mesh to prevent pseudohernia formation as the fascia was unable to be approximated in the midline. Two #19 blake drains were placed. Procedure: the patient was taken to the operating room and positioned on the operating room table in the supine position. General endotracheal anesthesia induced. Following this, she was prepped and draped in the using a sterile technique. Skin was locally anesthetized using 0.5% marcaine with epinephrine. A vertical midline incision was made through previous surgical scar. This was extended through skin and subcutaneous tissue. Hernia sac was encountered in the upper midline. This was opened sharply. More inferiorly, the incision was extended down to the level of the mesh. I then incised the mesh sharply with a scalpel. I then entered through the mesh and entered the peritoneal cavity. At that point, however, the mesh was opened. There were no underlying adhesions. I then was able to free the neo mesothelial layer from the underlayer surface of the ptfe mesh. Following this, I then was able to safely extend the incision cephalad and inferiorly through the entirety of the prosthetic. There was noted to be a small defect with associated hernia sac cephalad to the mesh. Lateral to the mesh, it was clearly apparent that the mesh had disrupted from the anterior abdominal wall, and there was a large hernia sac lateral to the mesh in the left side. The mesh was in a nice position on the right side of the abdominal wall. At this point, I elected to excise the polytetrafluoroethylene mesh with the associated polypropylene. I raised skin flaps on both the right and left side of the abdomen immediately anterior to the prosthetic material. The left side was performed first. Using electrocautery on the left side of the abdomen, I fully excised the ptfe and polypropylene mesh. The left rectus sheath was clearly identified. Following this, I then excised the mesh on the right side of the abdomen. The polytetrafluoroethylene mesh was fully excised; however, laterally I elected to leave some well-incorporated polypropylene mesh in place so as to avoid further injuring or weakening the anterior fascia. Following this, I then inspected the viscera. There were interloop adhesions. There was one area where the small bowel was adherent to a tack. This area of the tack was excised. After excising the tack, I then closed the serosal defect using a 3-0 silk lembert suture. The remaining of the bowel was without injury or abnormality. Additional adhesions were lysed to insure that there were no internal hernias or defects. At this point, I then inspected the peritoneal cavity and there was no evidence of bleeding and I elected to proceed with repair. I elected to perform an alloderm underlay using a 320 square centimeter alloderm patch which was hydrated. This was sutured circumferentially approximately 4-5 cm lateral to the hernia defects using horizontal mattress #2 nylon sutures. The alloderm was positioned appropriately with appropriate amount of tension. Of note, prior to doing this, I released the left rectus muscle to minimize the size of the defect. This was done by making an incision in the external oblique; however, this did not afford much additional mobility due to scarring and contracture of the abdominal wall. I elected not to release the right side as there was polypropylene adherent to the anterior fascia. I was concerned that this might have significantly weakened the abdominal wall. Once the alloderm was secured circumferentially as an underlay with 4-5 cm under lap, I elected to reinforce this repair with an onlay of polypropylene. I chose an ultra pro patch which is a light weight polypropylene. I elected to place the onlay of polypropylene to prevent pseudohernia formation due to stretching and attenuation that may occur with the alloderm over time. This was secured to the anterior fascia, using a running #1 prolene suture. At this point, I irrigated the space, and all irrigant returned clear. There was no evidence of bleeding. I then placed two #19 blake drains through separate incisions in the left and right side of the abdominal wall. The drains were secured using a 2-0 nylon suture. Following this, I then closed the skin and subcutaneous tissues using a 3-0 vicryl suture. I then closed the skin using surgical staples. A sterile dressing was applied. Instrument, needle, and sponge counts were all reported as correct. The patient tolerated the procedure well and was transferred to recovery room in stable condition. I was present for and participated in the entire operation.¿

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: conclusion code d17: appropriate code/term not available for ¿withdrawn complaint¿h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ previous patient code (3191: appropriate term not available for ¿thickness of the mesh¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2001 through (B)(6) 2012 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2001 through (B)(6) 2006 were not provided. Patient information: medical history: obesity: ? (B)(6) 2001: 220 lbs., bmi 28.2 ? (B)(6) 2007: 242 lbs., bmi 31.1 ? (B)(6) 2008: 260 lbs., bmi 33.4 ? (B)(6) 2009: 225 lbs., bmi 28.9 ? (B)(6) 2012: 260 lbs., bmi 33.4 smoking: ? (B)(6) 2007: ¿smokes 2 cigars per week.¿ recurrent ventral incisional hernia diverticulosis colonic diverticula (B)(6) 2001: ¿incisional hernia, 6 prior incisional hernia repairs¿ surgical procedures: 1978: hernia repair 1984: hernia repair (B)(6) 2001: repair of recurrent incarcerated incisional hernia with mesh. Implant: bard composix. (B)(6) 2006: repair of recurrent incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial and marlex mesh. (B)(6) 2007: repair of recurrent incisional hernia, removal of abdominal mesh, left rectus advancement flap, repair of small bowel serosal defect. Implant: alloderm, 320 square centimeters and ultra pro mesh. (B)(6) 2008: exploratory laparotomy, lysis of adhesions, removal of fascia of marlex and mesh implants. Repair of ventral hernia using right and left rectus abdominis/internal oblique myofascial flaps. Abdominal re-exploration. (B)(6) 2009: exploratory laparotomy, lysis of adhesions, elevation of skin flaps from costal margin to pubis and laterally to the mid axillary line, primary 2-layer repair of right inferior spigelian hernia, closure of abdominal wall with readvancement of right and left rectus abdominis/internal oblique myofascial flaps. Application of polypropylene mesh to entirety of abdominal wall with superior anchorage to costal margin and inferior anchorage to pelvis. Implant: polypropylene mesh. Relevant medical information: (B)(6) 2001, (B)(6) 2001: inpatient hospitalization. ? (B)(6) 2001: indications: ¿the patient is a 35-year-old gentleman who was seen for evaluation of a mass in the area of his previous incarcerated hernia. Patient has had six prior hernia repairs performed, including one with the placement of mesh. On examination the patient had an obvious incarcerated repair present.¿ ? Procedure: repair of recurrent incarcerated incisional hernia with mesh. [Implant: bard composix ] ? Wound classification: unknown ? Findings: ¿recurrent incarcerated incisional hernia.¿ ? Procedure: ¿patient had multiple incisions present. An incision was made transversely using a previous incision, which was excised. Using careful dissection, the hernia sac was identified. This was dissected down to the abdominal wall. The hernia sac was then opened, and using digital examination from the inside, several additional defects in the fascia were identified. Ultimately all of the defects were identified and joined into one large defect. Dissection was taken on top of the patient¿s fascia, such that the fascia was uncovered to the xiphoid and along each costal margin superiorly. It was taken laterally over to the oblique muscles, as well as inferiorly close to the pubic tubercle. With the abdominal cavity open, two circumferential horizontal mattress sutures of 2-0 ethibond were placed under direct vision. These were held in place with clamps. The external circumferential loop was placed close to the outside margin of the dissection. The inner loop was placed circumferentially around the hernia defect. After these had been placed, a piece of combi-mesh, which was mesh with a gore-tex interior and synthetic exterior, was fashioned. This was approximately 11 x 14 inches in diameter. This was placed on the outside surface of the fascia. The horizontal mattress sutures were passed through it. The lateral sutures were placed over half of their circumference. These were then tied. The inner layer of sutures were then placed. The inner layer was then completed, and finally the opposite outer layer. This resulted in a nicely flattened piece of mesh, with minimal tension on the defect itself. The cavity was copiously irrigated with normal saline solution. All of the internal sutures were placed under direct vision. Two jackson-pratt drains were placed laterally on either side. The deep tissues were closed using a running 3-0 vicryl suture. The skin was approximated using a running 3-0 vicryl subdermal suture. Final skin closure was accomplished using a running 3-0 vicryl intracuticular suture. Skin-prep and steri-strips were placed over top of the wound for bandage. The drains were sutured in place using 3-0 monofilament ties.¿ ? (B)(6) 2001: pathology report ? Gross description: ¿received in formalin labeled ¿incarcerated hernia¿ are five portions of adipose tissue between 3.5 and 10 cm. In greatest dimension. Some fragments are hemorrhagic consistent with incarceration. Cut section shows no additional remarkable features.¿ ? Final diagnosis: ¿fibrous soft tissue with foreign-body giant cell reaction. No evidence of neoplasm.¿ ? (B)(6) 2001: discharge summary: ¿postop, significant abdominal pain. Because of amount of drainage, drains left in, will be discharged on keflex. Follow up two days.¿ (B)(6) 2001 - (B)(6) 2001: inpatient hospitalization. ? (B)(6) 2001: ¿presents with [illegible] abdominal pain, diarrhea, vomiting and [illegible] finish for 5-6 days then diarrhea. White blood cell 14,000 with left shift.¿ ? (B)(6) 2001: abdomen flat and erect: ¿ileus versus enteritis. No free intraabdominal air.¿ ? (B)(6) 2001: abdomen supine and erect: ¿postoperative ileus versus partial small bowel obstruction.¿ ? (B)(6) 2001: ¿....wound clear, no evidence of mesh infection. Discharge home, liquid diet.¿ ? (B)(6) 2001: discharge summary. ¿severe gastroenteritis, status post extensive recurrent incisional hernia repair.¿ ¿piece of combimesh used which means a piece of gore-tex mesh was facing the abdominal cavity.¿ implant preoperative complaints: · (B)(6) 2006: indications: ¿the patient is a 40-year-old gentleman who was seen in the office for evaluation of a mass mainly on the left side of his abdominal cavity. He has previously undergone 6 incisional hernia repairs, the most recent one being performed by the undersigned in 2001. At that time a large sheet of marlex mesh was placed on top of the rectus muscles with ethibond sutures being placed through and through the abdominal wall. He has recently noted what is most likely a defect lateral to the mesh repair. The risks and benefits of laparoscopic repair versus a combination of open and laparoscopic repair were explained to the patient in detail. Specifically discussed was the difficulty in laparoscopic dissection in the area of a hernia sac and the possibility of either a small or large bowel enterotomy which may be identified at the time of surgery or in the postoperative period. All of his questions were answered, and he asked to proceed as outlined above. He understands that no guarantee can be made that there will not be another recurrence of his hernia.¿ implant procedure: repair of recurrent incarcerated incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/04490255, 26cm x 34cm x 1 mm thick, oval] implant date: (B)(6) 2006 (hospitalization (B)(6) 2006) · wound classification: unknown · description of hernia being treated: ¿this lysis of adhesions lasted approximately 3 hours. Once all these adhesions had been taken down, the largest piece of bard [sic] dual mesh was chosen.¿ · implant size and fixation: ¿this measured 24 x 36 cm. The hasson trocar was removed, and the mesh was placed into the abdominal cavity. The hasson trocar was then replaced, and pneumoperitoneum was reestablished. The mesh was unrolled, and the correct orientation was confirmed. The long axis was placed in the midline, and using the protack it was tacked to the anterior abdominal wall. Using trocars from the patient¿s left; the right side of the mesh was tacked up. Using trocars from the right side of the abdominal cavity, the left side was tacked up. Ultimately, the area of the left lateral defect was the area where there were multiple tacks placed to anchor this to the neck of the hernia. Ultimately, the mesh was extended over the site of the subxiphoid port. The mesh extended up under the ribs on both sides. After all of the tacking had been concluded, the mesh appeared to be appropriately set into the abdomen .¿ · (B)(6) 2006: discharge summary: ¿may resume usual activity. Follow up 7-10 days.¿ explant preoperative complaints: (B)(6) 2007: ¿evaluation of multiply recurrent incisional hernias. Undergone multiple prior operations. Hernia repair at age 12. (B)(6) 2006, underwent laparoscopic hernia repair using bard composix mesh [sic]. At the time of operation, a 24 x 36 cm prosthetic was utilized. Was told by operating surgeon, concerned about left upper quadrant. Patient reports beginning weight-training several weeks ago noted bulge in left upper quadrant, reducible. Reports asymptomatic and painless. It is enlarging somewhat. No other bulges. Exam: abdomen demonstrates multiple incisions. Has laparoscopic incisions as well as vertical incisions. Protuberance left upper quadrant. Defect is 4 cm in diameter, with standing, there is a mushroom effect, and defect is 10 cm in dimension. Plan: concerned it has recurred following composix repair. May have significant adhesions. My inclination is the composix likely contracted resulting in recurrence, although surgeon was concerned about left upper quadrant, may not have been adequate overlap or fixation in this area. Lengthy discussion with patient regarding options. Due to significant amount of time required to perform adhesiolysis at last operation, favor an open approach. Likely involve removal of composix prosthetic and separation of components with implantation of either a new prosthetic mesh or alloderm depending on need for bowel resection and ability to close hernia defect primarily after performing a separation of components. He understands this is a major operation with significant risks. Would require a postoperative drain, left in place for several weeks or longer, hospital stay a week, recovery of 4 to 6 weeks. He wishes to think about whether he wants to proceed as well as timing to proceed, will contact office when ready.¿ (B)(6) 2007: indications: ¿the patient presents for a multiple recurrent incisional hernia. He has undergone previous repair, most recently with composix mesh. The recurrence has recurred in the left upper quadrant lateral to the prosthetic. He presents now for elective hernia repair with removal of the previous prosthetic with implantation of an acellular dermis and/ or prosthetic.¿ explant procedure: repair of recurrent incisional hernia. Removal of abdominal mesh. Left rectus advancement flap. Repair of small bowel serosal defect. Implantation of alloderm, 320 square centimeters. Implantation of ultra pro mesh. [Implant: alloderm and ultra pro] explant date: (B)(6) 2007 [hospitalization (B)(6), 2007] wound classification: unknown findings: ¿a large sheet of composix mesh was encountered. The mesh was eccentrically placed. More of the mesh was on the right side of the abdomen than on the left. There was a clear hernia recurrence lateral to the prosthetic on the left side of the abdomen. There were a few adhesions between the hernia sac and the bowel. These were lysed. A single small bowel serosal defect was encountered which was repaired primarily using 3-0 silk lembert sutures. Of note, this was not full thickness. The previous mesh was excised. I repaired the hernia with an underlay of alloderm. I released the skin and subcutaneous tissues on each side to the level of the anterior axillary line to facilitate closure. On the left side, the external oblique was incised to advance the rectus muscle. On the right side, due to significant scarring from the previous polypropylene mesh, I elected not to perform a separation of components. On the right side, the polypropylene mesh was left adherent to the anterior fascia. On the left side, there was a full-thickness ptfe and polypropylene was removed. All polytetrafluorethylene was removed. Once the defects were cleared, I then repaired the hernia using an underlay of alloderm, 320 square centimeters was utilized. It was sutured circumferentially using interrupted horizontal mattress and #2 nylon sutures. I then elected to place an onlay of ultra pro mesh to prevent pseudohernia formation as the fascia was unable to be approximated in the midline. Two #19 blake drains were placed.¿ procedure: ¿a vertical midline incision was made through previous surgical scar. This was extended through skin and subcutaneous tissue. Hernia sac was encountered in the upper midline. This was opened sharply. More inferiorly, the incision was extended down to the level of the mesh. I then incised the mesh sharply with a scalpel. I then entered through the mesh and entered the peritoneal cavity. At that point, however, the mesh was opened. There were no underlying adhesions. I then was able to free the neo mesothelial layer from the underlayer surface of the ptfe mesh. Following this, I then was able to safely extend the incision cephalad and inferiorly through the entirety of the prosthetic. There was noted to be a small defect with associated hernia sac cephalad to the mesh. Lateral to the mesh, it was clearly apparent that the mesh had disrupted from the anterior abdominal wall, and there was a large hernia sac lateral to the mesh in the left side. The mesh was in a nice position on the right side of the abdominal wall. At this point, I elected to excise the polytetrafluoroethylene mesh with the associated polypropylene. I raised skin flaps on both the right and left side of the abdomen immediately anterior to the prosthetic material. The left side was performed first. Using electrocautery on the left side of the abdomen, I fully excised the ptfe and polypropylene mesh . The left rectus sheath was clearly identified. Following this, I then excised the mesh on the right side of the abdomen. The polytetrafluoroethylene mesh was fully excised; however, laterally I elected to leave some well-incorporated polypropylene mesh in place so as to avoid further injuring or weakening the anterior fascia. Following this, I then inspected the viscera. There were interloop adhesions. There was one area where the small bowel was adherent to a tack. This area of the tack was excised. After excising the tack, I then closed the serosal defect using a 3-0 silk lembert suture. The remaining of the bowel was without injury or abnormality. Additional adhesions were lysed to insure [sic] that there were no internal hernias or defects. At this point, I then inspected the peritoneal cavity and there was no evidence of bleeding and I elected to proceed with repair. I elected to perform an alloderm underlay using a 320 square centimeter alloderm patch which was hydrated. This was sutured circumferentially approximately 4-5 cm lateral to the hernia defects using horizontal mattress #2 nylon sutures. The alloderm was positioned appropriately with appropriate amount of tension. Of note, prior to doing this, I released the left rectus muscle to minimize the size of the defect. This was done by making an incision in the external oblique; however, this did not afford much additional mobility due to scarring and contracture of the abdominal wall. I elected not to release the right side as there was polypropylene adherent to the anterior fascia. I was concerned that this might have significantly weakened the abdominal wall. Once the alloderm was secured circumferentially as an underlay with 4-5 cm under lap, I elected to reinforce this repair with an onlay of polypropylene. I chose an ultra pro patch which is a light weight polypropylene. I elected to place the onlay of polypropylene to prevent pseudohernia formation due to stretching and attenuation that may occur with the alloderm over time. This was secured to the anterior fascia, using a running #1 prolene suture. At this point, I irrigated the space, and all irrigant returned clear. There was no evidence of bleeding. I then placed two #19 blake drains through separate incisions in the left and right side of the abdominal wall. The drains were secured using a 2-0 nylon suture. Following this, I then closed the skin and subcutaneous tissues using a 3-0 vicryl suture. I then closed the skin using surgical staples.¿ (B)(6) 2007: pathology: ? Final diagnosis: ¿a. Anterior abdomen, herniorrhaphy: dense fibroadipose tissue with focal mesothelial proliferation, consistent with hernia sac.¿ ? Gross description: ¿specimen a is received in formalin, labeled with patient¿s identification and ¿mesh and hernia sac,¿ and consists of a tan, corrugated portion of mesh with attached fibrofatty tissue measuring 18.4 x 18.3 x 0.8 cm. Numerous coiled tacks are present along the edge of the specimen. The soft tissue cut surface is tan-red with areas of adipose tissue and numerous sutures. No lesions or abnormalities are identified.¿ (B)(6) 2007: discharge summary. ¿follow up 1 month.¿ ¿allow steri-strips to fall off on their own. No heavy lifting times 6 - 8 weeks.¿ relevant medical information: (B)(6) 2008: ¿abdominal hernia status post-surgery.¿ (B)(6) 2008: exploratory laparotomy. Lysis of adhesions. Removal of fascia of marlex and mesh implant. Repair of ventral hernia using right and left rectus abdominis/ internal oblique myofascial flaps. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc.. Lot number: 04490255. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: thickness of the mesh, mesh removal, additional surgery. Additional event specific information was not provided.